Event description:
A malfunction was reported on the pump, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, advised them on using updated software, and provided additional instructions regarding backup therapy and returning the problematic pump. The customer acknowledged understanding the guidance provided.